Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via hone call that the insulin pump squirts insulin on occasion. The customer's blood glucose level was unknown. The customer stated that the insulin pump rejected the new battery and it alert the low battery and the rewind was louder. The device will not be returned for the analysis.